Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) indicating that the cause of high impedances was not determined, there were interventions/actions taken to resolve the issue and the high impedances had not been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. The hcp reported testing impedances so that the patient could have an MRI. Impedance result showed c0 at 2030 ohms, others were within range. It was recommended for the hcp to program another group and run impedances at 3v to see if impedances would go below 2000 ohms to allow patient have an MRI. Impendances were run using a clinician tablet. The MRI procedure was not related to the patient's device/therapy. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.